Event description:
It was reported that during a hemicolectomy procedure, the stapler cut but didn't staple. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ntlc75 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing did the event occur? In the second one, the stapler made the cut but didn´t staple what color cartridge was being used? Green. Was there bleeding? No. If there was bleeding how much blood was loss (ml)? How was the bleeding controlled? How was the procedure completed? With manual suture.